Event description:
The customer reported being hospitalized due to low blood glucose. The caller believes that the insulin pump gave her a bolus of 13.0 units of insulin. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.